Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump was not working and that she was using a loaner pump from her healthcare provider. There was no additional information provided, and the pump was reportedly unavailable for troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.